Event description:
Consumer stated "my kids chew their toothbrushes while brushing and these came apart. Choking hazard! This happened with 3 of the toothbrushes with my toddler (B)(6) and my older child (B)(6) using them each at about 2-3 weeks. I didn't chance it with the 4th toothbrush and I am sorry to say I do not have them to send to you. My kids chew on their toothbrushes quite a bit while brushing and with these toothbrushes the bristles were coming out by chunks as well. After the third brush we just switched back to a brand that is all hard plastic ((B)(6) kids toothbrushes). I am sorry I could not be of more help with this issue. Thank you for reaching out to us, that certainly means a lot!"